Event description:
It was reported that after a da vinci assisted prostatectomy procedure, subcutaneous emphysema was observed in the patient's upper body, including the neck and face. The patient's peritoneum was described as thin and fragile, so the surgeon believes that when the 12mm airseal port became dislodged and was reinserted; it may have stretched the peritoneum and resulted in the subcutaneous emphysema. There were no respiratory symptoms such as ventilation failure, and subcutaneous emphysema can be cured naturally. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".